Event description:
It was reported that the customer's device did not have an audible tone. Father stated that a self- test was performed and the audible tone could not be heard.

Manufacturer narrative:
Device was received with no audible tone due to broken negative transducer wire.